Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in italy. As reported, a patient underwent an implant of a 29mm sapien 3 valve, in aortic position, by transfemoral approach. After positioning the esheath, during the insertion of the commander, resistance was felt at the level of the right iliac. An aortography was performed visualizing a kink of the esheath in the abdominal aorta with the valve was pushing on the vessel. The patient had a very tortuous peripheral and aortic calcifications. At this point, blood pressure dropped, the team began CPR. Flow was blocked with a 23mm non edwards balloon placed in the abdominal aorta and the patient was given fluids and blood pressure stabilized. Then, the vascular surgeons inserted a non edwards endoprosthesis to close the perforation. The patient ultimately expired in the procedure room.

Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. 3mensio imagery was provided, and the following was observed: calcification and tortuosity were present with the access vessel. Access was gained on right side. Stretched vessel shows the presence of calcification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of resistance between system components/inability to advance through sheath was unable to be confirmed due to no imagery/device provided . Furthermore, an existing edwards' technical summary has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Per the complaint description, ''patient had high degree and very tortuous peripheral and aortic calcifications.'' Additionally, 3mensio imagery showed presence of tortuosity within the patient's access vessel. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. 3mensio imagery showed presence of calcification within the patient's access vessel. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. 3mensio imagery showed that the access vessel had sufficient diameters. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. Per the case notes, the insertion angle was reported to be approximately 20 degrees . The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels and death are known potential adverse events associated with the overall thv procedure and may require intervention. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. As such, available information suggests that patient (calcification, tortuosity) and procedural (high push force) factors may have contributed to the complaint events. Since no edwards defect was identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.